Event description:
A user facility in (B)(6) reported that two patients developed endophthalmitis symptoms after undergoing surgery on the same day. Follow-up information for the second patient confirmed a diagnosis of endophthalmitis. Symptoms began six days after surgery (B)(6) 2026), leading to hospitalization (B)(6) 2026) and intraocular irrigation treatment. Culture testing status is unknown, visual acuity is unknown, and the patient remained under treatment at the time of reporting. The surgeon stated that a causal relationship to the device is unknown but cannot be ruled out. No further information is expected.

Manufacturer narrative:
Although requested, the ¿lot number¿ was not provided, therefore the UDI-pi is not available. The device history record review cannot be performed at this time. Investigation found the ultrasound handpiece had been cleaned using a non-compliant low-level disinfection method. Following the event, guidance on proper cleaning, disinfection, and device use was provided. The investigation is underway. See related 0001920664-2026-00053.